Manufacturer narrative:
The main device, other components include: product ID: 8780, serial# (B)(4)implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4)implanted: (B)(6) 2016, product type: catheter. Updated to incorporate information received on 2017-jan-11.

Event description:
Additional information from a manufacturer¿s representative on (B)(6)2017. It was reported that the patient¿s pump was likely to be turned off on that date and would be explanted at a later unknown date.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer who was receiving dilaudid and morphine (both at unknown doses and concentrations) via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that the patient had alleged the pump had alarmed or beeped. It was stated the pump had alarmed with a single tone beep and on (B)(6) 2017 it started to alarm with a two tone beep every half hour. It was noted that the patient missed a refill appointment. It was stated the patient was scheduled for a refill but it was cancelled due to catheter issues. When a doctor tried to aspirate the medication in the pump there was not to removed. It was stated the doctor told the patient the catheter was plugged. The doctor told the patient that there was a stitch that was put in the catheter where the pump and the catheter connect. It was stated the doctor told the patient the medication was pumped into the abdomen, not the spine where it was supposed to be. The doctor wanted to do a dye study to confirm the catheter issue. The doctor told the patient they wanted to schedule an appointment to replace the catheter. The doctor told the patient the pump would alarm when the medication runs out and they will not be filling the pump. The pump was empty. The patient was to have surgery to replace the catheter but the patient cancelled the surgery. The surgery was also not rescheduled. It was stated the patient needed to find a doctor in their area that could help them with their pump. It was stated the patient wants the pump removed but they are not able to for a long time.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-jan-31. It was reported that the patient experienced no symptoms related to the occluded catheter and is having their spinal pain managed through oral medication. No troubleshooting was performed nor was any action taken to resolve the catheter as the patient was not interested in catheter revision. The pump was placed at minimum rate.

Manufacturer narrative:
Concomitant products: product ID: 8637-20, serial# (B)(4), product type: pump.

Event description:
Information was received from a consumer who was receiving dilaudid and morphine (both at unknown doses and concentrations) via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that when a doctor tried to aspirate the medication in the pump there was not to removed. It was stated the doctor told the patient the catheter was plugged. The doctor told the patient that there was a stitch that was put in the catheter where the pump and the catheter connect. It was stated the doctor told the patient the medication was pumped into the abdomen, not the spine where it was supposed to be. The doctor wanted to do a dye study to confirm the catheter issue. The doctor told the patient they wanted to schedule an appointment to replace the catheter. The doctor told the patient the pump would alarm when the medication runs out and they will not be filling the pump. The patient was to have surgery to replace the catheter but the patient cancelled the surgery. The surgery was also not rescheduled. It was stated the patient needed to find a doctor in their area that could help them with their pump. It was stated the patient wants the pump removed but they are not able to for a long time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.